Event description:
It was reported the system had an error file system checking message. When this message appears, the system is unable to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was restored during the service call. The system was tested and found to be working as intended and put back into service.